Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the left foot caster was ratcheting in brake. The technician replaced the caster to repair the bed.